Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "probe was disconnected:" (material separation). A customer reported the probe was disconnected. Additional information was requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable information becomes available. (B)(4).